Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. The damage found was sustained during procedure. The portions of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient previously presented with their left ventricular lead exhibiting high capture threshold and loss of capture. A chest x-ray was performed and revealed that the right atrial lead, right ventricular lead, and left ventricular lead were dislodged due to twiddler¿s syndrome. The patient presented on (B)(6) 2018 for lead revision procedure. The leads were explanted and replaced. The patient was stable throughout the procedure.